Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
2017865-2017-36164-2 . Concomitant medical products: 163662 ¿ modular head ¿ j3918636, 165782 ¿ stanmore acetabular cup ¿ 6015864. Report source: (B)(6). Customer has indicated the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during a clinical study, a patient presented with suspicion of infection and underwent a re-exploration of the hip approximately 9 days post implantation attempts have been made and additional information on the reported event is unavailable at this time.